Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to leads being fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were confirmed to be fractured, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The report event of leads fracture revision was confirmed. As received, microscopic inspection showed the returned lead (b) found all internal lead wires broken. The cause of the event remains unknown.